Event description:
The affiliate stated the customer alleged elevated thyroid-stimulating hormone (tsh) results for three patients (B)(6)), on separate days, involving unicel dxi 800 access immunoassay system. The elevated results did not correlate with the clinical picture of the patients and discordant to alternate methodologies which recovered lower results, within the normal reference interval. The elevated results were released out of the laboratory. The endocrinologists used the elevated tsh results even though alternate methodologies recovered values that better correlated with the patients' clinical presentation. This is report four of five referencing patient (B)(6). The customer-supplied data also indicates discordant free thyroxine (ft4) results, elevated on unicel dxi 800 system, but within the normal reference range on an alternate methodology. There was no report of patient consequence or change in patient treatment associated with this event date.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer indicated quality control (qc) passed within the laboratory's established ranges at the time of the event. The patient samples were collected in (B)(4) 5 ml serum sample tubes stored at room temperature and centrifuged at 2,000 rcf (relative centrifugal force) for five minutes, at room temperature. The customer reported there were no remaining patient samples to be sent to beckman coulter for further investigative analysis. A definitive cause of the event is unknown. All related medwatch reports associated with this event: 2122870-2012-01690, 2122870-2012-01691, 2122870-2012-01692, 2122870-2012-01693, 2122870-2012-01694.